Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') in a (B)(6) year old female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and vaginal discharge. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic abscess, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, headache, weight increased, vaginal haemorrhage, menorrhagia, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, pelvic abscess, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events bladder/urinary problems, uti, vaginal infection and vaginal discharge. Discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011, (B)(6) 2011. Three coils which remain on the left side. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: case upgraded to serious incident .event abscess was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.